Event description:
It was reported that the patient presented to the clinic with ventricular capture thresholds increased since their last follow up visit. The clinician states the pacing and hv lead impedance values have remained stable since implant. The physician will not revise the lead until patient reaches replacement time, due to the fact he is not pacing.

Manufacturer narrative:
Na